Event description:
It was reported that the customer alleged the pump software did not accurately adjust the amount of insulin delivered. Customer experienced a "high" blood glucose (bg) level, specific value was not provided. Reportedly, the pump time was incorrect. Prior to troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy. Tandem technical support performed a review of the pump data and determined that the pump functioned as intended. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the high bg issue; however, the customer did not respond. No additional patient or event information was available.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per the tandem user guide, ¿always make sure that the correct time and date are set on your pump. Not having the correct time and date setting may affect safe insulin delivery. When editing time, always check that the am/pm setting is accurate, if applicable. Am is to be used from midnight until 11:59 am. Pm is to be used from noon until 11:59 pm.¿